Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where hcp reported an unsuccessful removal attempt of sensor on (B)(6) 2025 at approximately 10:45 est. The sensor was implanted in the left arm, and it was confirmed that an incision was made in an attempt to remove the sensor. The sensor was palpable prior to the incision. The transmitter and ultrasound were not used to localize the sensor; however, a magnet was used. At the time of the call, the user reported doing fine.